Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their teeth do not align correctly without their aligners in. If they relax their jaw and close their mouth their teeth does not sit correctly with one another. Patient provided video that confirmed posterior open bite due to articulation and advised a bite rest for two weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.